Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer¿s blood glucose was high but customer could not recall the reason for it, reportedly manual injection was applied to address the issue. Reportedly, a new cartridge was filled and loaded successfully.